Event description:
Related manufacturer reference number: 2017865-2021-17124. Related manufacturer reference number: 2017865-2021-17352. It was reported a patient's pacemaker, right ventricular lead, and atrial lead presented with an infection. The device and leads were explanted in a procedure on (B)(6) 2021 and the device was replaced with a leadless competitor product. Post-procedure the patient was stable.

Manufacturer narrative:
Correction- h6- investigation conclusions should be "cause cannot be traced to device" instead of "no problem detected".

Event description:
Related manufacturer reference number: 2017865-2021-17709 new information received notes another right ventricular (rv) lead was explanted on (B)(6) 2021 and replaced with a temporary rv lead for one day until the leadless competitor product could be installed on (B)(6) 2021. This rv lead was involved in a procedure that falls within the reporting guidelines for infections.

Manufacturer narrative:
Correction- d10 - additional product.

Event description:
Related manufacturer reference number: 2017865-2021-17124. Related manufacturer reference number: 2017865-2021-17709. New information received notes the pacemaker and atrial lead were explanted on (B)(6)2021.

Manufacturer narrative:
Updated related manufacturer reference numbers; d6b - date of explant; d10 - remove 2088tc/65 tendril sts lead.

Manufacturer narrative:
Analysis was normal. No anomalies were found.